Manufacturer narrative:
On jan 26 2021, additional information was received indicating the date of event was (B)(6) 2003. This date is prior to the date of implantation for this device. If additional clarification is received regarding the date of event, a supplemental report will be submitted. The patient underwent removal and replacement with unspecified gel breast implants on apr 23 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 400cc and suffered several unexplained systemic symptoms, including pain, migraines, thyroid issue, unspecified autoimmune issues, and inflammation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2020 this report is for the left breast prosthesis.